Manufacturer narrative:
The event was initially received on (B)(6) 2016; however, the event met MDR reporting criteria on 3/7/2016 when the product analysis was completed and coil buckling was found. (B)(4). Conclusion: the device was returned for analysis. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. The three microcoil systems of three different lot numbers (c28548 8x29, c31282 7x30, and g15353 8x29) were returned unidentified, entangled, and damaged, therefore for inspection purposes the three devices will be identified as coils ¿a¿, ¿b¿, and ¿c¿. For inspection purposes this coil will be identified as coil ¿b¿. The coil could not be advanced out of the distal tip of the green introducer sheath. Located 18.0 centimeters off the distal tip of the device positioning unit (dpu), the core wire and the grey tip coil section protrude outside the sheath. The coil was returned partially protruding outside the distal tip of the green introducer. No mechanical sheath damage was found at the protrusion site. Located at the protrusion site and 8 millimeters off the distal tip of the dpu is severe buckling and outer sheath damage to the grey section of the tip coil. The coil¿s socket ring has been severely bent approximately 90 degrees distally into the proximal end of the soldered section. The distal section of the coil that was found protruding outside the sheath has severe compression and buckling damage. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been damaged. The locking mechanism has compression, stretching, and indentation damage. No manufacturing defects were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of the coils being unable to be advanced outside the distal tip of the introducer sheath and into the microcatheter is confirmed. The most likely root cause of the coils inability to be advanced outside the distal tip of the introducer sheath may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which caused the grey tip coil section to severely buckle multiple times becoming embedded or unable to move inside the introducer sheath. In this condition the coil cannot be advanced outside the distal tip of the introducer sheath. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger. Caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the return of the prowler lp microcatheter and the rhv used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. There was no evidence to suggest the failures were related to a manufacturing issue; therefore, no corrective actions will be taken at this time. This is an initial/final MDR report. This is 1 of 2 MDR reports being submitted for this complaint, with associated report numbers of 2954740-2016-00062 and 2954740-2016-00061.

Event description:
As reported by a healthcare professional, during coil embolization of a middle cerebral artery aneurysm, three presidio coils (pc410082930/g15353, pc410073030/c31282 and pc410082930/c28548) would not advance out of the sheath into the prowler lp microcatheter. There was no damage noted to the presidio coils, and another brand of coil was used to complete the procedure using the same microcatheter. Upon return of the device, lots g15353 and c31282 was found to have coil buckling. There was no patient injury or clinically significant delay in the procedure.